Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance over time and now had high impedance when measured in bipolar and unipolar. The lead remains in use. No patient complications have been reported as a result of this event.